Event description:
Pt developed an infection at the site where the catheter was placed. A painpump2 was placed following an arthroscopic shoulder surgery. The pump was programmed to deliver either .5% marcaine or .2% lidocaine at 6cc/hr with 5cc bolus. The catheter was placed into the joint space. It was reported by the physician's assistant that the infection site was not grossly infected, but a blister looking wound. The infection site was debrided and closed, and the pt was prescribed an antibiotic. The pt is reported to be doing fine. They physician's assistant stated they do not believe the infection was related to the pump.